Manufacturer narrative:
Brand name: not provided by the reporter (inherited patient). Device: not provided by the reporter (inherited patient). G5 510k is unknown.

Event description:
It was reported that the unknown biomet 3i implant was removed due to peri-implantitis. The implant site was bone grafted and the patient will return for a future implant.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 10. H6: results code was updated to 213. H6: conclusions code was updated to 4310. H10: narrative/data was updated. The reported device was received for evaluation. The reported medical condition of peri implantitis was not confirmed. Visual evaluation of the as returned product identified signs of wear and gouges around the threads and the collar. There was presence of bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR, sterilization record & complaint history reviews could not be performed since the lot number associated to the unknown item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number available.